Manufacturer narrative:
(B)(4). The device was not identified or returned to baxter for evaluation. Therefore, an evaluation could not be completed. If the device is identified and returned, an evaluation will be completed and a supplemental report will be submitted.

Event description:
It was reported that a spectrum pump had back/retrograde flow during a procedure regarding a peripheral arterial tpa (programmed amount and delivery rate unknown). The customer "explained that she had called in to the 24 hr customer help line multiple times regarding an inquiry as to best practices when using the spectrum pump with an arterial line and potential for blood to back into the line with the higher pressure. She received no response from any baxter employee in her attempts." The customer was "required to proceed with the procedure and she did observe blood in the line, however she explained that the infusion ran as intended and the patient received the appropriate therapy." It was also reported there was no patient injury or medical intervention required. All the information regarding the patient and event reported to baxter by the customer has been reflected in this report.